Event description:
The customer reported intermittent low substrate results on system checks involving the access 2 immunoassay system. A beckman coulter field service engineer (fse) reviewed system check results and noted several low results on the last system check. The fse inspected the substrate probe and it was acceptable. The fse inspected the substrate bottle and noted both of the white fittings, on top, were loose. The fse tightened both fittings and resolved the issue. The fse performed three substrate volume checks, and all results were acceptable. The fse performed system check, and all results were within specifications. The instrument conformed to the manufacturer¿s published performance specifications. No patient results were impacted at the time of the event. There was no patient impact associated with this event.

Manufacturer narrative:
In conclusion, the loose substrate cap fitting is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).